Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, multiple components on the computer / analog (ca) board and defibrillator board were thermally damaged. The root cause of the inability to power on cannot be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor would not power on.